Event description:
The customer reported obtaining "60 psi pressure low" errors involving the coulter lh 750 hematology analyzer. A beckman coulter fse (field service engineer) was dispatched to troubleshoot the pressure errors and discovered approximately 100 ml of diluent had leaked under the instrument and onto the table. The fse indicated that the leak is unrelated to the pressure errors. The operator was wearing a laboratory coat and gloves at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse noticed that the upper sheath restrictor tubing rested against the right side of the analyzer and liquid slowly dripped down to the sensor distribution card jumpers causing bed-not-level and probe obstruction errors. The fse removed the jumpers and dried the jumpers using pressurized canned air. The fse then replaced the restrictor tubing to resolve the leak. To resolve the pressure errors issue, the fse removed the pressure hold down fitting at the compressor and noticed that the tubing was cracked. The fse trimmed and reinstalled the pressure tubing, applying threadlock on the fitting, to resolve the pressure errors issue. Failure mode of the leak is attributed to the upper sheath restrictor tubing. Failure mode of the pressure errors is a cracked tubing at the compressor which generated instrument errors and halted system operation. (B)(4).